Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was previously reported that the initial reporter of the event was the healthcare professional and additional information was received that reported that the initial reporter of the event was the hospital. It was reported that the dose and concentration of the gabalon in the pump was unknown. It was reported that it was unknown at this time whether the pump would be replaced prior to the expected date of replacement. It was further noted that it was still under consideration whether the therapy would be discontinued or the pump would be replaced. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient¿s weight is unobtainable at this time. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval-code conclusion: code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Adv evnt/prod prob: product problem no longer applies to this event. Analysis of the pump found battery high resistance. (B)(4) no longer applies to the event. Eval code-result code 3233 no longer applies to the event recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was further reported that it turned out that the setting was reset when the physician confirmed the log by physician programmer. The physician input the information of the medicine again, and after confirming the log, it turned out that low battery reset occurred. It was reported that the details of the actual product of complaint was pump malfunction. It was reported that the issue was first found by the physician/nurse. It was reported that the pump was installed in the patient¿s body (abdomen) and it was further reported that dsj promptly asked the physician to perform replacement surgery for the currently used pump. No further complications were reported and/or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8711, serial#: (B)(4), product type: catheter.

Event description:
On 2017-aug-02, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon (unknown dose and concentration) via an implantable pump for spinocerebellar degeneration. On (B)(6) 2017, the patient, who had some "trouble with significant alarm" came in. The daiichi rep requested for the healthcare professional (hcp) to confirm pump logs. The settings were reset and a low battery reset message was displayed. Elective replacement indicator (eri) was shown as 8 months. The patient's daily dose was noted to be a low amount of dose. There were no adverse events such as deterioration of spasticity caused by this event. The rep asked the hcp to input the dose and update the pump. The patient would be at pump replacement soon, therefore, to cope with the worsening of spasticity in the future, the rep asked for an oral dose of anticonvulsant drugs. The rep also asked the hcp for consideration of pump replacement surgery promptly. The attending physician's assessment stated, "because it was a patient with a small dose, consider whether to stop treatment or pump replacement surgery also based on progress of the original disease". The event was classified as "not serious" and indicated as related to the pump.